Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the right ventricular lead had perforated the heart. No intervention was performed for the perforation. The lead was explanted and replaced. No complications were noted.